Manufacturer narrative:
The software investigation found that although the software logs did not specifically indicate a specific cause of the reported issue, the symptom was consistent with an existing software investigation. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Software investigation has not been concluded. On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, prior to the start of an ear, nose & throat (ent) procedure, the site's navigation system became unresponsive. During the procedure, the patient tracker was removed from the port, plugged back in, and the navigation system unexpectedly exited. The site went back into the software and registered. During navigation, the medtronic representative was told the software unexpectedly returned to the registration screen and the patient was re-registered. Noted was that the site using patient tracker with headframe. No further details were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.